Event description:
It was reported that patient presented in ER after received an episode of noise with one aborted shock. Patient received inappropriate shock due to noise while in clinic. Noise was reproducible through testing. It was noted that the patient had previously presented with heart block and was reprogrammed. A slight increase capture threshold was also noted. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.